Manufacturer narrative:
This report is submitted on april 01, 2024.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.